Manufacturer narrative:
Additional information is being requested from the field. This report will be updated if additional information is received.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, and a pace impedance measurement of greater than 2500 ohms. The lead remains in service. No adverse patient effects were reported.